Manufacturer narrative:
Patient identifier: sids: (B)(6). This report is being filed on an international product, list number 03p25 (architect stat high sensitive troponin-I) and has a similar product distributed in the us, list number 02r98 (architect stat high sensitivity troponin-I). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. A second sample was drawn an hour later and the result was normal. The customer then repeated the first sample and the result was also normal. The following data was provided: reference range: women < 16 ng/l; men: < 34 ng/l. (B)(6) 2022 sid (B)(6) (1st sample) initial result = 647.8 ng/l, repeat result (recentrifuged) = 4.6 ng/l. (B)(6) 2022 sid (B)(6) (2nd sample) result = 3.8 ng/l (new sample one hour later) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 39561ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 39561ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 39561ud00 was identified.